Event description:
The lay user/patient contacted lifescan (lfs) alleging that the onetouch ultralink meter was prompting the "high glucose" message, which appears when blood sugar is over 600 mg/dl. The patient mentioned about feeling nauseated, nervous and low energy sometime before the alleged issue started. He also mentioned about receiving assistance from the emergency room. He denied about receiving any treatment at the emergency room. He also denied about taking any action in regards to diabetes medication. This complaint is being reported as a malfunction, as the patient allegedly received a result of "high glucose" while asymptomatic for high blood sugar. The product did not cause or contribute to an adverse event, as the patient experienced the reported symptoms prior to the alleged issue with the lfs meter started. Additionally, the patient's symptoms and treatment provided at the emergency room do not suggest severe hypoglycemia or hyperglycemia.